Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to pain, pseudotumor, and elevated metal ion levels. Bilateral (right) hip also implanted with s&n mom tha on (B)(6) 2010.

Event description:
It was reported that revision surgery had been scheduled due to metallosis.